Event description:
The user facility reported a 77-year-old female in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being placed on the impella cp, there were no pulses in the extremity distal to impella insertion site. Patient vessels too small on contralateral limb for fem-fem bypass. The physician performed a distal perfusion run off and flow was delayed, but there was blood flow. The limb was continued to be monitored.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.